Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to colon cancer. The stricture was located in the sigmoid colon. The stent was placed successfully with no issues. On (B)(6) 2012, intraperitoneal free air was confirmed and the patient was diagnosed with a perforation; however, the exact location of the perforation was unknown. No treatment was administered for the perforation as the patient's whole body condition was not good. Reportedly, the patient developed peritonitis as a result of the perforation and then kidney failure supervened. On (B)(6) 2012, the patient died. In the physician's assessment, the cause of death was peritonitis due to the perforation. An autopsy was not performed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.